Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows it was reported that the cable tensioner could not be tensed when the cable was already connected. The surgeon was able to change to another one quickly and complete the procedure there were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complaint has been reviewed and determined to be non-reprotable because it is a duplicate of a complaint already reported on MFR number 19045-2014-10564.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.